Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an infusion set kinked cannula. Blood glucose level was impacted (338 mg/dl), and was addressed by delivering a bolus. Reportedly, the customer replaced the infusion set and was able to resume insulin delivery. The customer could not provide infusion set information.